Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control determined the cause of the reported issue was due to fretting corrosion p11 on the battery power cable assembly and worn battery pins. The excessive wear can cause an increased impedance path along the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop triggers the power fail detector circuit of the device. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Manufacturer narrative:
The customer provided patient information. Section a has been updated as appropriate. There was no adverse patient outcome.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution, physio replaced the battery power cable and the battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced inappropriate losses of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. This issue is patient related; however there was no adverse patient outcome reported.